Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm epic max valve was chosen for a procedure. During procedure, it was noted that one leaflet displayed a distinct fold and did not close properly in water test. Therefore the valve was put aside and a new valve was chosen and completed the procedure.

Manufacturer narrative:
An event of deformed leaflet was reported. The valve was returned to abbott for analysis and the investigation revealed that all three leaflets had limited mobility when manually manipulated and appeared to be dehydrated. The condition of the valve as returned to abbott precluded using it to perform functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed:

Event description:
N/a.